Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An erratic readings issue was reported with use of an adc blood glucose meter. Customer reported that on (B)(6) 2017 at 6:00 p.m., he experienced symptoms described as "shivering, coldness, and sleepiness". Customer tested on his adc meter and obtained readings of 47 mg/dl and 248 mg/dl respectively within 10 minutes, and the results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. Customer self-presented to a hospital and was injected with glucagon at approximately 6:30 p.m. No further treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The reported products were returned and investigated. All results were within range specification and no errors were observed during control solution testing. The reported readings were not found in the meter's memory.

Event description:
An erratic readings issue was reported with use of an adc blood glucose meter. Customer reported that on (B)(6) 2017 at 6:00 p.m., he experienced symptoms described as "shivering, coldness, and sleepiness". Customer tested on his adc meter and obtained readings of 47 mg/dl and 248 mg/dl respectively within 10 minutes, and the results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. Customer self-presented to a hospital and was injected with glucagon at approximately 6:30 p.m. No further treatment was reported. There was no report of death or permanent impairment associated with this event.